Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. Additionally, the dentist installed the dental implant after its expiration date.

Event description:
(B)(4). The dentist reported that 9 months after the dental implant was installed in intraoral region 7#, its non-osseointegration was observed. Moreover, 32n.cm of primary stability was achieved, the patient presented bone type iii and immediate implant procedure was performed.